Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers 10l14h25 and 10i16h25 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. In 2011, the patient experienced contamination during a hospitalization prior to (B)(6) 2011. On an unknown date, the patient developed peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment provided was not reported. On an unreported date, dianeal therapy was withdrawn. On (B)(6) 2011, the patient was hospitalized for a prior unreported condition. At the time of this report, the patient was recovering from the peritonitis. The outcome for the contamination was not reported. A causality statement was not provided.